Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. It was reported that the customer experienced an elevated blood glucose (bg). Cause was due to malfunction alarm on the pump. A manual injection was administered to address bg. Reportedly, the customer had manual injections available as alternate insulin therapy.